Manufacturer narrative:
A review of the complaint history for sn(B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn(B)(6) was performed from the date of manufacture, (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers were not detected on the bus. A field service engineer (fse) performed troubleshooting and visual inspection, identifying that the remote power interface had become unplugged, resulting in a loss of power and data to the auxiliary. The fse restored power and rebooted the station. The user verified successful operation by completing inventory counts. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers 2, 3, 4, 5, 6 and 7 were not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.